Event description:
A peritoneal dialysis (pd) nurse called tech support due to a pt's drain issues while undergoing treatment on a cycler. During the call it was noted the pt was in the hospital for a recent abdominal surgery. The nurse declined to provide additional info on the pt or the reason for surgery. During a follow up all with the nurse it was noted the pt had catheter issues and is no longer peritoneal dialysis pt. The nurse also reported the pt's abdominal surgery was not pd related. The pt is now receiving hemodialysis.

Manufacturer narrative:
Additional attempts to the pt have been made with no additional info provided. This MDR includes all event info received to date. Due to the lack of additional info and the report of the pt being in the hospital due to an abdominal surgery a serious injury MDR is being filed. A supplemental report will be submitted upon completion of the plant's investigation.